Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reoperation due to aortic stenosis after an implant duration of approximately 47 months.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review is in progress. No patient information has been provided. No additional details were received. The device is reported to be returned for evaluation; however, it has not been received. The customer has indicated that the operative and echo reports are available.

Manufacturer narrative:
Evaluation summary: the valve exhibited heavy calcification in the cusp area of all three leaflets. Minimal to moderate calcification was also observed on the free margin of leaflet 2. Moderate calcification was observed on the free margin of leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue was observed on stent inflow and outflow. The x-ray demonstrated heavy calcification. Method: x-ray. Conclusion: the evaluation confirms the customer report of valve explanted due to stenosis. The valve showed signs of heavy calcification and host tissue overgrowth as the reason for explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The appearance of heavy calcification and host tissue overgrowth after approximately 4 years could most likely be attributed to implant of a tissue device in a young patient, and/or a young patient with a predisposition to calcification. However, without the addition of patient history, we are unable to conclusively determine the root cause.